Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b1: adverse event and product problem. Correction to b2: other serious (important medical events). Correction to h1: serious injury. This product has not been returned to boston scientific and physical analysis could not be conducted. During programmer interrogation, loss of capture (loc) was observed during right ventricular (rv) threshold testing for this pacer dependent patient. The health care professional (hcp) attempted to end the test but was unsuccessful. Subsequently, the patient experienced approximately 10 seconds of asystole and nearly passed out. The hcp performed demo testing and pressed around the programmer screen. The programmer was responsive, which suggested there was likely a poor telemetry connection where the command from the programmer was not recognized by the crt-d. Additional information received reported that the programmer was functioning as expected the following day. It was suspected that the issue was having two sets of hands on the programmer at the same time, which would not allow the programmer to acknowledge tapping the button to end the test. This crt-d system remains in service. No additional adverse patient effects were reported. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture (loc) was observed during right ventricular (rv) threshold testing for this pacer dependent patient. The health care professional (hcp) attempted to end the test, but was unsuccessful. Subsequently, the patient experienced approximately 10 seconds of asystole and nearly passed out. Technical services (ts) discussed troubleshooting options and possible causes, noting that the screen was unresponsive or there was poor telemetry. The hcp performed demo testing and pressed around the programmer screen. The programmer was responsive, which suggested there was likely a poor telemetry connection where the command from the programmer was not recognized by the crt-d. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that the programmer was functioning as expected the following day. It was suspected that the issue was having two sets of hands on the programmer at the same time, which would not allow the programmer to acknowledge tapping the button to end the test. This crt-d system and the programmer remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture (loc) was observed during right ventricular (rv) threshold testing for this pacer dependent patient. The health care professional (hcp) attempted to end the test, but was unsuccessful. Subsequently, hte patient experienced approximately 10 seconds of asystole and nearly passed out. Technical services (ts) discussed troubleshooting options and possible causes, noting that the screen was unresponsive or there was poor telemetry. The hcp performed demo testing and pressed around the programmer screen. The programmer was responsive, which suggested there was likely a poor telemetry connection where the command from the programmer was not recognized by the crt-d. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. Correction to b1: adverse event and product problem. Correction to b2: other serious (important medical events). Correction to h1: serious injury

Event description:
It was reported that during programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture (loc) was observed during right ventricular (rv) threshold testing for this pacer dependent patient. The health care professional (hcp) attempted to end the test but was unsuccessful. Subsequently, the patient experienced approximately 10 seconds of asystole and nearly passed out. Technical services (ts) discussed troubleshooting options and possible causes, noting that the screen was unresponsive or there was poor telemetry. The hcp performed demo testing and pressed around the programmer screen. The programmer was responsive, which suggested there was likely a poor telemetry connection where the command from the programmer was not recognized by the crt-d. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. Correction to b1: adverse event and product problem. Correction to b2: other serious (important medical events) correction to h1: serious injury.

Event description:
It was reported that during programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture (loc) was observed during right ventricular (rv) threshold testing for this pacer dependent patient. The health care professional (hcp) attempted to end the test, but was unsuccessful. Subsequently, the patient experienced approximately 10 seconds of asystole and nearly passed out. Technical services (ts) discussed troubleshooting options and possible causes, noting that the screen was unresponsive or there was poor telemetry. The hcp performed demo testing and pressed around the programmer screen. The programmer was responsive, which suggested there was likely a poor telemetry connection where the command from the programmer was not recognized by the crt-d. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that the programmer was functioning as expected the following as expected the following day. It was suspected that the issue was having two sets of hands on the programmer at the same time, which would not allow the programmer to acknowledge tapping the button to end the test. This crt-d system and the programmer remain in service. No additional adverse patient effects were reported.